Event description:
The pt could no longer feel stimulation after leaving the dr's office. It was further reported that the pt was seen approximately one week later and his pulse generator was found to be programmed to oma output current, which would result in no stimulation. The pt's device was reprogrammed to the desired settings and the pt can now feel the device stimulate. It is likely that during the previous appointment, an interrupted lead test occurred during device programming which resulted in a oma output current. Clinician was advised by the MFR, as stated in the labeling, to verify the device setting as the last step when programming the vns system. No serious injuries were reported. Pt implanted for depression indication.